Manufacturer narrative:
(B)(4). This lot was manufactured between april 24, 2014 and april 25, 2014. Investigation summary: baxter received the unit for evaluation; it contained approximately 50ml of fluid in the bag that contained the unit. Visual inspection revealed that the distal luer was not closed which allowed the fluid to empty inside the bag. There were no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rate was found to be within specification. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reported expected therapy time was 48 hours; however, the infusion was complete after 96 hours. This occurred during infusion of fluorouracil and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.